Manufacturer narrative:
The customer indicated that a proactive procedure has been implemented to verify unexpected results prior to reporting the results outside the laboratory thereby preventing potential risk to patient safety. The procedure is to repeat all samples with the results greater than 0.4 ng/ml. The instrument is currently performing within the qc specifications. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
A customer was contacted by beckman coulter inc (bci) via accutni customer contact program and indicated a recent occurrence of non-reproducible false positive troponin (accutni) results. The customer did not report effect to patient or user attributed or connected to this event.